Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two resolute onyx rx coronary drug eluting stents (ronyx20015ux) and (ronyx20008ux) to treat a moderately tortuous and non- calcified lesion located in the mid/distal ramus exhibiting 70% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing devices from the hoop. The devices were inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. There was an initial 99% sub totaled lesion of the proximal ramus intermedius branch. A 2.25x15mm onyx was successfully deployed, a residual 70% stenosis was noted distal to the original stent. This lesion was pre-dilated with a semi compliant balloon, the 2.0x15mm onyx was then attempted to pass through the previously deployed stent without success, a stent strut was noted to be lifted upon removing the stent. A non-medtronic extension catheter was introduced to give more support. Then the 2.0x8mm onyx was attempted to pass through the previously deployed stent without success and again a stent strut was noted to be lifted upon removal of the stent/delivery system. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent had moved distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd, 4th, 5th, 6th, 9th, 12th and 13th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.